Event description:
It was reported that the customer was hospitalized with high blood glucose, and his high blood glucose dropped after being treated at the hospital with manual injections. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the mother to remove the cannula and it was bent. Reminded the mother to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.